Event description:
The customer contacted baxter's service center regarding a check heater line (chl) alarm, which occurred on the homechoice (hc) during fill 1. The home patient (hp) said that they had the alarm and set up with a new cassette, but used the same supply bags. The technical service representative (tsr) explained the possible cause and had the hp dispose of the supplies. The tsr advised the hp to let the registered nurse (rn) know of the reused supply bags. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(4) 2012. He stated that after starting over with all new supplies, therapy went well. He did not notice anything unusual about the supplies. He stated that the tsr had explained not to reuse supplies, and he now understood that, that was a contamination risk. There were no samples available and he did not recall the lot. Therapy has been going well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.